Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit went ventilator inoperative with error code message of oxygen valve liftoff failure. The customer reported there was no patient involvement.